Event description:
The user facility reported that during a transbronchial biopsy procedure, they noticed that the sheath of a biopsy forceps had bumps or ridges on the distal end of the forceps after several passes of the forceps. The user immediately stopped using the forcep and used a replacement forcep to complete the procedure. The procedure was completed with the same endoscope, but used a different biopsy forcep. There was no apparent patient injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation confirmed the user's claim of bumps or ridges on the distal end of the forceps. There were scrape marks at the distal tip of the tube sheath similar to plastic scraping against metal at a high speed. According to the original equipment manufacturer (OEM), this phenomenon usually occur if the forcep was being withdrawn at a high rate of speed and scraping on the channel mount on the biopsy port. The device instruction manual instructs users not to advance and withdraw the biopsy forceps abruptly or quickly from the endoscope, as this could cause patient injury and this could also damage the endoscope and/or the biopsy forcep. This report is being filed as an MDR in an abundance of caution.